Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. One opened probe was received with a tip protector, in a tray, for the report of did not actuate during surgery. The returned sample was visually inspected and was found non-conforming with a slightly bent needle, foreign material in the needle and the port, and the inner cutter stuck in the port. The sample was then functionally tested for actuation and aspiration and was found non-conforming for both functional tests. A functional cut test could not be performed due to the cutter remaining stuck in the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was slightly bent. Gouge marks were observed at the bend area, cutting edge, and a few other locations along the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference within the probe and once the interference (shell and bent needle) was removed the probe was able to aspirate. The o-ring below the spacer in the engine assembly was pinched between the spacer and the vent hole. The complaint evaluation confirms that the probe had an actuation issue. Unrelated to the reported event the evaluation also indicated that the probe had an aspiration issue. The root cause of the actuation non-conformance is the pinched o-ring and the bent needle and inner cutter. The impact of the pinched o-ring could not be determined from the evaluation performed since the probe functioned at the time of assembly and for some time during use as is evidenced by the wear observed on the inner cutter. The most likely root cause of all observed non-conformances is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess usage will also wear the components within the engine of the probe causing components to wear in the engine. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken as it appears that the observed actuation and aspiration non-conformances were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not actuate with aspiration functional during a procedure. The product was replaced and procedure completed with no patient harm.